Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection and erosion of pump through scrotum. The patient was treated with antibiotics. The ipp was explanted and replace with a malleable device. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).